Event description:
Caller alleged multiple false negative hcg. Customer did not provide any product info or complaint details. As of (B)(4) 2012, technical support called end-user left voice mail. As of (B)(4) 2012, technical support made 2nd attempt and left voice mail to request complaint info. As of (B)(4) 2012, technical support 3rd attempt to reach out to end-user no avail.

Manufacturer narrative:
Customer did not provide lot number. Unable to perform further investigation due to insufficient event details. This issue will be tracked and trended.